Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that probe could not cut before cataract surgery. The surgery was completed on the same day. There was no patient impact.